Event description:
The customer complained of a vitros lac result reported from a vitros 350 chemistry system as mg/dl, which was different from the unit of measure for the same lac result displayed at the customer¿s lis (mmol/l). The vitros lac result of 9.1 mg/dl generated from the vitros instrument was reported as 9.1 mmol/l from the customer¿s lis, when the correct lac result in the expected unit of measure was 1.01 mmol/l.a biased result of the magnitude and direction observed may lead to inappropriate physician action if occurred undetected. The vitros lactate patient result of 9.1 mmol/l was not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that the vitros instrument reported a vitros lac result in units of mg/dl, while the lis reported the same lac results in units of mmol/l. The assignable cause was attributed to user error. The vitros 350 chemistry system was not correctly configured to report vitros lac results as mmol/l, matching the configuration at the customer¿s lis. Once the vitros 350 system and the lis were configured in the same units of measure, it was confirmed that the expected lac result was obtained. The vitros system performed as configured and no malfunction of the vitros 350 chemistry system occurred.